Event description:
On (B)(6) 2018, an 18 mm amplatzer septal occluder was selected for implant. The device deployed deformed, cobra shaped, into the pv and la. Three attempts were made to deploy the device and each time the device deployed deformed. The device was re-sheathed and removed from the patient. The device was exchanged for a lifetech device (model and size unknown) and the patient is reported to be stable.

Manufacturer narrative:
The reported event of a deformed device was confirmed. The occluder met functional specifications when analyzed at abbott under non-physiological conditions. However, one photo was received for analysis, which appeared to show a device deform upon deployment within the patient. The device was received in a formation similar to that shown in the photo. When tested at abbott, under non-physiological conditions, the occluder deployed without difficulty or deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deformation under physiological conditions could not be conclusively determined.